Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoirs did not work because they will lock in place and had low blood glucose value. Customer's blood glucose value was 40 mg/dl. Customer declined to troubleshoot for low blood glucose value. The reservoir will be returned for analysis. The pump will not be returned for analysis.